Event description:
Healthcare provider reports: signature elite instrument gave low act results vs a reference signature elite expected results during a cardiac cath stent procedure. Act results: 151; no reference lab to compare.

Manufacturer narrative:
(B)(4). Manufacturer awaiting product return for further evaluation.